Manufacturer narrative:
Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog (eli lilly insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred resulting in the customer experiencing an elevated blood glucose (bg) level of 500-599 mg/dl, with large ketones that a healthcare provider identified as life threatening. Reportedly, due to the elevated bg, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) on (B)(6) 2024. While in the hospital, the customer was treated with intravenous fluids of saline and insulin. Treatment in the hospital resolved the issue and no permanent damage to the customer was done. It was found that the customer was using off-label insulin (admelog) within the pump supplies. Tandem technical support educated the customer on approved insulin for the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.